Manufacturer narrative:
DHR review ¿ manufacturing location: bettlach. Manufacturing date: 08.may.2015, expiry date: 01.apr.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown pfna-nail. The device was not explanted from the patient. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the united states. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015. When the surgeon attempted to introduce the proximal femoral nail antirotation (pfna) blade into the nail, the blade would not lock. A new blade was used to complete the procedure with a thirty (30) minute delay. This report is for one (1) unknown pfna-nail. This report is 2 of 2 for (B)(4).